Manufacturer narrative:
The insulin received with frozen display and constant tone problem isolated to mother board.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the buttons were unresponsive. The customer stated that the insulin pump did not alarm during or after the buttons stop responding. Instructed the caller to remove and to insert a new battery, but the frozen display continued with no advancement of the time. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.